Event description:
A report was received from (B)(6) stating "the cutter did not function well due to the tubing at the cutter end was loose and kept dislodging. The cutter was then replaced and surgery was completed without further complications." Additional info received: aspiration continued as the tubing became dislodged.

Manufacturer narrative:
The user facility has not indicated the device will be returned for eval. Should the device become available for eval, a f/u report will be submitted. The sterilization and lot history records were reviewed and found to be within specification.